Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet. 3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
Olympus (omsi) was informed that the customer found the elevator wire at the distal end of the duodenoscope was "torn" which was observed during preparation for use. During an onsite visit to the user facility, the issue was confirmed along with air/water leak at the switch box unit. Olympus collected the scope from the user facility and returned the scope to olympus for service. Upon inspection and testing, foreign material was found around the forceps raiser at the distal end of the scope. No patient death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation found foreign material was found around the forceps raiser at the distal end of the scope. Additionally, the customer¿s reported issue was confirmed as the elevator wire was found completely detached/cut off. Also, due to deformation, there is an air/water leak at the switch box, scope connector and from the elevator lever at the control unit side. The bending section cover glue is detached. The bending section cover is discolored. The connecting tube and control body grip are dirty, the angulation is below specification due to worn angle wires and deformation of the bending section, the distal end cover is shaved, light guide lens adhesive at the distal end cover is discolored and other cosmetic scratches throughout. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information. E2 and e3 have been updated to reflect the most up to date information regarding the initial reporter.